Manufacturer narrative:
(B)(4). Patient average age 75 +/- 9 years; gender majority 68 %males; weight 76+/-15kg; date of event - estimated; date of implant - estimated. Attachment article titled: elevated mitral valve pressure gradient after mitraclip implantation deteriorates long-term outcome in patients with severe mitral regurgitation and severe heart failure. The clips remain in the patients. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.(B)(4).

Event description:
This is filed to report patient deaths. It was reported through a research article identifying, mitraclip that may be related to patient deaths. Details are listed the attached article, titled elevated mitral valve pressure gradient after mitraclip implantation deteriorates long-term outcome in patients with severe mitral regurgitation and severe heart failure. Please see attachment for additional information.

Manufacturer narrative:
(B)(4). Unique device identifier (UDI): the UDI is unknown because the part and lot numbers were not provided. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported patient effect of death is listed in the mitraclip system instructions for use, as a known possible complication associated with mitraclip procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.